Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed. The analysis revealed that no lead impedances were measured by the device. During interrogation on (B)(6) 2020 the safe button on the programming wand was pressed to force pacing. However, data evaluation documented lead impedances still greater than 2500 ohms. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. During the further course of the analysis, the device was set into transport mode. Subsequently, lead samples were connected to the device. The pacemaker started immediately to pace as expected after lead connection. The clinical observation was not reproducible. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this device was explanted and replaced due to an error during interrogaton. No adverse patient events were reported. Should additional information become available, this file will be updated.